Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and aneurysm are listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020, the patient was admitted to treat a diseased mildly tortuous, mildly calcified de novo right coronary artery. A 2.5x38mm xience prime stent was deployed at 12 atmospheres (atm) and post dilated with a 2.5x12mm non-abbott balloon at 18 atm. Timi iii flow was observed. Repeat angiography was done on (B)(6) 2020 due to complaints of chest pain. Diffuse multiple aneurysms were observed on angiography. Though the reason is unknown, the physician suspects the drug or polymer of the xience prime is the cause of aneurysm. Chest pain and aneurysm were treated via stenting. No additional information was provided.